Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The helix was not tested due to dried blood limitations and the fractured inner coil.

Event description:
It was reported that during the attempted implant, the helix functionality of this lead was acceptable however following placement and at the time of assessing lead placement measurements, it was noted that the p wave was very small. For this reason, the doctor proceeded to reposition the lead tip, for which helix retraction was required. After many attempts, it was not possible to achieve helix rotation success and the lead was extracted from the patient, without incident. The attempted implant product was later returned for analysis.